Event description:
Reporter indicated that the site was unable to communicate with the patient's device. The site believed this was due to the battery being fully depleted. However, a battery life estimate was conducted which contradicted the notion that the battery is fully depleted. The patient underwent generator replacement surgery, and the explanted device was returned to the manufacturer for analysis, but analysis has not yet been completed. A fully depleted battery is a known cause for sites to not be able to communicate with patient devices. However the battery life estimate would expect the generator to still be able to communicate, but the calculated battery life estimates are known to have a margin of error. With this information no conclusion can be drawn as to the cause for the inability to communicate with the generator until analysis is complete.